Event description:
For the last 2 months insulin pump quits displaying blood sugar. I have contacted tandem diabetes the pump maker who blames the issue on dexcom the sensor/transmitter maker who I have contacted and they say it is the pump. In defense of dexcom I have changed their products which are the disposables. There is no resolve.